Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited gap in adhesive area between hold ring and distal end and the adhesive around objective lens and light guide lens had a crack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.